Event description:
Pump with continuous medication infusing. Pump alarmed check clutch/plunger. Verified no line occlusions, other medications infusing into line without difficulty. Readjusted syringe. Pump realarmed again, restarted, alarmed 3rd time. Continuous medication moved to different syringe pump. No further alarms on new pump. Attempted to run intermittent medication on this same syringe pump, also alarmed check clutch. Pump pulled, equipment tag placed and pump placed in dirty equipment room. No harm to patient.